Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient's knee arthroplasty was revised due to stiffness.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Low quality pictures of x-ray displays were provided and permitted the identification of a persona system. Review of x-ray by radiologist determined: the ap view does not demonstrate any degree of abnormality of the medial/lateral slope. Lateral view raises suspicion that there is too little posterior slope. Based on these previous studies, there may be a slightly reduced posterior slope of the hardware, somewhere between 5 and 10 degrees (just by estimation, without calibration tools). The intramedullary stem appears minimally oriented posteriorly as a result, instead of in line with the medullary canal. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing stiffness following total knee arthroplasty due to tibia being implanted with too little posterior slope. No revision has been performed.